Manufacturer narrative:
This report is for an unknown philos system / unknown quantity / unknown lot. Additional device product code: hwc. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, carbone, s. And papalia, m. (2016). The amount of impaction and loss of reduction in osteoporotic proximal humeral fractures after surgical fixation. Osteoporos int, 27, 627-633. The authors conducted a study to evaluate the amount of humeral head impaction and loss of reduction in osteoporotic fractures of the proximal humerus treated with locking plates (proximal humerus internal locking system [philos]), synthes, (B)(4)). Between march 2011 and april 2015, 40 proximal humerus fractures were treated with minimally invasive reduction and ostheosynthesis with synthes plating. Thirty one were consequently included in the study. There were 27 females and four males, with a mean age of 73.3 years (range, 68¿81, standard deviation 6) at the time of fracture. X-ray and computerized tomography (CT) scan were obtained. Serious injury results for the philos system included significant loss of reduction at three 3 months (seven cases) and 18 months (one case) at follow-up. This is report 1 of 3 for (B)(4). This report is for an unknown philos system.